Manufacturer narrative:
H.6 investigation summary: bd has been provided with a video during use of catalog 303219 to investigate for this record. Visual examination of the video show the presence of a damage in the body of the syringe. As a result, bd was able to verify the reported issue. Bd concludes that the reported issue was produced due to some blockage in the assembly machine. The syringe was trapped during the assembly process and the barrel was damaged, producing the reported non-conformance. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time these lots are reported for this defect, no corrective actions are required at this time. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 10ml e/t emerald experienced device damage/deformation in the form of cracked syringes. Product defects were noted during use. The following information was provided by the initial reporter: verbatim: we have a report of 5 cracked syringes x 5 found in 3 of our packs for customer object no.: type: code: rev.: description: sample returned: supplier name supplier code lot/batch no. 2 component 6910/bd 1 syringe 10ml l/s n becton dickinson UK ltd 303219 sterile 1803153,1803154 our records show we have distributed 192012 of the two possible lot codes and this is not a common complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1803153 ; medical device expiration date: 2023-02-28; device manufacture date: 2018-03-13. Medical device lot #: 1803154; medical device expiration date: 2023-02-28; device manufacture date: 2018-03-13. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml e/t emerald experienced device damage/deformation in the form of cracked syringes. Product defects were noted during use. The following information was provided by the initial reporter: verbatim: we have a report of 5 cracked syringes x 5 found in 3 of our packs for customer: (B)(6). Our records show we have distributed (B)(4) of the two possible lot codes and this is not a common complaint.